Event description:
This report summarizes <noe> 2 </noe> malfunction events. A review of the events indicated that one (1) patient sample test produced an rh mistype resulting in an a+ typing versus an a- known phenotype using anti-d monoclonal blend series 4 reagent on an automated blood bank system. One (1) patient sample test produced an unexpected positive result using anti-d monoclonal blend series 4 on an automated blood bank system. Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes were determined for the malfunctions.